Event description:
A ventilator was returned to the manufacturer for service due to an allegation of water spalshing onto the device. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.